Event description:
The recipient is reportedly experiencing facial nerve stimulation. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly resumed device use. This is the final report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly not undergo revision surgery at this time. The recipient is using the device. This is the final report.